Event description:
Filshie clips were used in my tubal ligation on (B)(6) 2010 during my awake c-section with my second child at age (B)(6). I immediately began having sharp stabbing pains to which my doctor dismissed that day. I was given IV pain meds as well as a pain pump to control the pain yet nothing helped. When my doctor came to see me the following day she prescribed percocet (despite my concern for my breastfeeding baby) and dismissed my pain yet again because I had a "rough delivery because the baby was so big." My pain was constant and ranged from a sharp stabbing pain in my abdomen and lower back to an electrical sensation that shot down from my lower abdomen to my knees, rendering me incapable of carrying my child safely as the pain was so unbearable it would knock me to the floor. As time passed my pain dulled to a lower degree, but was still constant. The electrical sensation would still knock me to the floor. This pain went on for 14 months until I had a reversal in the hopes of relief. Upon waking from my successful open abdominal reversal, the constant pain in my lower abdomen and back had completely dissipated. The stabbing and electrical sensation never returned. My other symptoms which had developed and increased over the course of 14 months also started to heal. I had not related facial hair growth, loss of hair on my head and eyebrows to my tubal with filshie clips. There were many other symptoms I suffered from that. I had not realized were related to my tubal until my body began to heal over the course of a year and half.